Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a damaged d601 diode on the bedside pca. The root cause for the damaged d601 diode could not be positively identified. There was no adverse event that resulted from the damaged charger

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.